Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test and verify prime anomaly due to motor error alarm. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's father that the customer had a motor error on the insulin pump. Customer went to prime but it did not prime because he ran out of insulin. Customer took the reservoir out and saw the piston was pushed all the way forward. Customer was unable to rewind and received a motor error alarm. Customer's blood glucose level was 420 mg/dl. Customer treated with 20 units and felt okay to troubleshoot. Customer was assisted with clearing the alarm. Customer stated that he was not able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.